Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager (tm) contacted zoll customer support to report that a (B)(6) female patient was treated and was at the hospital. The patient reported that she was conscious at the time and had pressed the response buttons but still received a treatment. The patient's nurse also reported that the patient was disoriented when she arrived at the ER and it was possible that the patient was unresponsive and going "in and out" when she was treated. A review of the event indicates that the patient experienced an inappropriate defibrillation event consisting of three treatments. Svt at 147 - 174 bpm contributed to the false detection. The response buttons were not pressed before the first two treatments. The response buttons were pressed intermittently 7 minutes before the third treatment but not immediately prior to the pulse delivery. The patient ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): 06/2013. Electrode belt sn (B)(4): 01/2011. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.